Manufacturer narrative:
Added information to section d4 (expiration date), e1, h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). E1 (telephone number): (B)(6). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The complaint is unable to be confirmed. Based on the information available, the most likely root cause is procedural factors including hemorrhagic shock due to previous implant and valve stent contributing to the bleeding. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from spain that following the implantation of a valve model 8300a19, excessive bleeding was observed from the left ventricular outflow tract (lvot). Unfortunately, the issue could not be resolved, and the patient passed away in the operating room due to hemorrhagic shock. As reported, a valve model 3300tfx21mm was initially implanted during the same procedure but had to be explanted at implant due to oversize issues, causing coronary obstruction and potentially contributing to tissue trauma and bleeding in the aorta and lvot [reported under report ID: 2015691-2024-07298]. The implant of valve 3300tfx21mm was described as being a tight fit and the subsequent explant was challenging and caused significant tissue damage. The subject valve model 8300a19 was implanted in the patient with no reported complications. After implant, the patient came off bypass without problems. However, just before protamine administration, increasing bleeding was noticed. Thus, the aorta was re-opened and rebuilt with a pericardial patch, as there was a traumatized area likely due to the use of forceps. Once the repair was completed, the heart beat was reestablished. However, excessive bleeding was noticed again, this time coming from the lvot leading to hemorrhagic shock and the patient's death. As reported, there was no valve deficiency in either of the edwards devices.